Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first was installed by the customer on (B)(6) 2010 and passed a self-test. The device failed multiple self-tests due to a low battery between the (B)(6) 2010 and (B)(6) 2012. The device records manual power ups of less than one minute duration and one of nonsensical duration on the (B)(6) 2016. No further log entries were recorded. Investigation was unable to replicate the reported fault. The manual power ups may indicate the user was regularly power cycling the device and then removing the pad-pak or the beginnings of membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in usage of device of this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.